Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega needle driver instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The customer reported complaint that the instrument was not recognized could not be replicated. The instrument was checked for recognition on an in-house is3000 system and the system successfully recognized the instrument. The pogo pins were not stuck or contaminated. The dcp (dallas chip programmer) verification of the instrument passed. Additional damage engineering found that was not reported by the site was the instrument grip cables were broken. The one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction, if to recur, could cause or contribute to an adverse event.